Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 47 mg/dl at the time of event. Customer's blood glucose level was 175 mg/dl at the time of call. Customer stated that they were treated with food for low blood glucose level. Customer stated that they were having problem with sensors. Customer stated that there were big difference between sensor glucose and blood glucose level. Sensor glucose level at the time of event was 134 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.